Event description:
It was reported that a patient underwent a maxillofacial tumor resection procedure on (B)(6) 2026 and suture was used. The primary package of the suture was found damaged prior to use. Changed to another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: was the sterility of the device compromised? Received information as following from sales rep via phone; please refer to attached photo, other information requested is unknown. Investigation summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code vcp310h. During the inspection of the returned sample, a hole was noted to be outside to in caused by an unknown object trespassing on the complete foil package. This hole is affecting product integrity. Additionally, blue ink and a tear was observed in proximity to the hole. To complement this assessment, one photograph was provided that visually documented the hole in the foil packet. Due to the damage found on the device, the complaint is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device a manufacturing record evaluation was performed for the finished device and no non conformances / manufacturing irregularities related to the malfunction were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.